Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed that the nurse call does not come on at the nurse's station. The unit led cover is pushed into the case and the green over mold is scuffed. (B)(4).

Event description:
Customer reported that the alarm is broken but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.